Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was incorrectly inserted, or was displaced after the insertion') and device breakage ('they left a metallic remain of approximately 7 mm in my uterine horn') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no tests were performed before the essure insertion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("constant pain, pain when coughing or bending down"), abdominal pain lower ("contractions"), pelvic discomfort ("constant discomfort"), back pain ("back pain"), genital haemorrhage ("bleeding") and hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("essure removal incomplete"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal distension") and mental disorder ("psychological side effects"). The patient was treated with surgery (removal of fallopiian tubes with essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain and complication of device removal had not resolved and the abdominal pain lower, abdominal distension, pelvic discomfort, back pain, genital haemorrhage, hot flush and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, complication of device removal, device breakage, device dislocation, genital haemorrhage, hot flush, mental disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: after the rest period necessary due to the surgery for the removal of my fallopian tubes, whenever I stood up and performed movements, I experienced pain, with little improvement. Upon removing essure (which was incorrectly inserted, or was displaced after the insertion, and probably caused, directly or indirectly, the pains and discomforts that I have experienced during all this time, in addition to the inherent harm of this type of device), they left a metallic remain of approximately 7 mm in my uterine horn. They do not want to extract this remain, since they expect that the whole uterus should be extracted, something I do not agree with. The truth of the matter is that, if I undergo surgery through my welfare health insurance, I will also lose my uterus, and if I have surgery by my own means, then I have to pay for it. This is another reason for the submission of this claim. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure was incorrectly inserted, or was displaced after the insertion') and device breakage ('they left a metallic remain of approximately 7 mm in my uterine horn') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no tests were performed before the essure insertion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("constant pain, pain when coughing or bending down"), abdominal pain lower ("contractions"), pelvic discomfort ("constant discomfort"), back pain ("back pain"), genital haemorrhage ("bleeding") and hot flush ("hot flushes"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("essure removal incomplete"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal distension") and mental disorder ("psychological side effects"). The patient was treated with surgery (removal of fallopian tubes with essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pelvic pain and complication of device removal had not resolved and the abdominal pain lower, abdominal distension, pelvic discomfort, back pain, genital haemorrhage, hot flush and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, complication of device removal, device breakage, device dislocation, genital haemorrhage, hot flush, mental disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: after the rest period necessary due to the surgery for the removal of my fallopian tubes, whenever I stood up and performed movements, I experienced pain, with little improvement. Upon removing essure (which was incorrectly inserted, or was displaced after the insertion, and probably caused, directly or indirectly, the pains and discomforts that I have experienced during all this time, in addition to the inherent harm of this type of device), they left a metallic remain of approximately 7 mm in my uterine horn. They do not want to extract this remain, since they expect that the whole uterus should be extracted, something I do not agree with. The truth of the matter is that, if I undergo surgery through my welfare health insurance, I will also lose my uterus, and if I have surgery by my own means, then I have to pay for it. This is another reason for the submission of this claim. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.